Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 80 mg/dl. The customer alleged that the pump delivered a bolus that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request. Customer consumed carbohydrates to address their bg level and went to the emergency room. Customer was treated with dextrose and juice and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.